Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified lesion in the moderately tortuous mid right coronary artery. After deployment of a 3.0x12 mm xience xpedition stent, a dissection was noted. The dissection was covered with an unspecified 3.0x15 mm stent. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.